Event description:
The following was reported to davol by the FDA via (B)(4): "reporter stated that in 2013, his wife had a bard composix mesh implanted following a bowel obstruction repair. He reported that soon after, his wife continued to suffer the same symptoms that she had due to her bowel obstruction. The pt returned multiple times to the hosp with severe pain, diarrhea and vomiting. Reporter stated that a decision was made to remove the mesh in 2014. Pt was diagnosed with a pseudomonas infection and continues to take antibiotics currently. Reporter stated that although his wife presently is not in pain she was suffered a great deal"

Manufacturer narrative:
This complaint was reported via (B)(4), there was no contact info included on the report, therefore, we are unable at this time to request any add'l info. A lot number was not provided, therefore, a review of the manufacturing records is not possible. At this time, based on the limited info provided, no conclusion can be made. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.